Event description:
New information received notes that the capped right ventricular lead was explanted and removed. No further patient consequences were reported.

Manufacturer narrative:
The reported events were ¿it was difficult to remove the v-lead¿ and ¿v-lead was damaged¿. As received, a partial lead of connector portion was returned in one piece. Visual inspection found lead was cut at the distal end. Dimensional analysis of connector pin and front seal were all within specifications. The reported event of ¿v-lead was damaged¿ was confirmed with the cause consistent with procedural damage. No other anomalies were seen.

Event description:
Related manufacturer reference number: 2017865-2023-41033. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was difficult to remove from the pacemaker header. Upon removal, the rv lead was damaged and the rv lead tip remained within the explanted pacemaker header. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2023. The patient had no adverse consequences.